Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-02201. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior cerebral artery (pca) using penumbra smart coils (smart coils). During the procedure, two smart coils would not go into the aneurysm due to positioning. There was no report of an adverse effect to the patient.